Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 6 years remaining to 3.5 years remaining over the course of ten months. The patient is scheduled for follow-up in one month, at which time device data will be analyzed further. No adverse patient effects were reported. Information later received indicates the patient was seen in-clinic in the beginning of (B)(6) 2021 and is booked for a 6-month follow-up. The account did not further investigate the battery depletion allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 6 years remaining to 3.5 years remaining over the course of ten months. The patient is scheduled for follow-up in one month, at which time device data will be analyzed further. No adverse patient effects were reported.